Event description:
Medical ICU IV pump stopped working in the middle of a continuous heparin gtt. The pump stopped running and said an "error, turn off and on pump, and if that doesn't drip work take pump out of service". Pt is on a continuous heparin drip due to a large dvt. If the drip is stopped for a period of time the patient will not be therapeutic on the lab value. This could cause a pulmonary embolism in the patient. Pump had to be taken out of service and a new pump obtained. Drip needed to be restarted on the new pump. This is happening to many of our medical ICU pumps in our unit (ticu).